Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider later reported that the infection was not device related. A representative later reported that the patient had an infection that tracked from the pump to catheter and the system was removed. A representative later reported the patient¿s system was ¿just replaced¿ on (B)(6) 2013, and they were doing well.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found.

Event description:
It was reported that this pump was explanted due to infection. The pump logs indicated the drugs infused to be morphine, bupivacaine and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.